Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in an unspecified coronary vessel, the balloon was difficult to inflate, then difficult to deflate afterward. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported inflation/deflation difficulties were confirmed during returned device functional testing. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. The returned device analysis does not indicate a product quality deficiency. Based on all the information reviewed and the return analysis, there is no indication of a product deficiency.